Manufacturer narrative:
The insulin pump had constant failed battery test alarm after battery insertion due to corroded battery tube. Motor error alarm was not confirmed due to failed battery test alarm. The buttons responded properly during testing. No damage noted on keypad traces. The join on the keypad connector on lcd and or board was locked. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip. The motor was tested outside the device. The motor had encoder signal out of phase.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a motor error alarm. The customer also stated they could not clear the alarm. Customer stated they have not exposed their insulin pump to a high magnetic field. The customer also stated they did not drop their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their replacement insulin pump was being shipped. No additional information provided.